Manufacturer narrative:
(B)(4). Further information from the reporter regarding the event details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of foreign body sensation, watery eyes, visual abnormalities, bleb-related issues, and ocular pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported they had a xen 45 gel stent implanted into their left eye and "can't see" due to the eye being full of water and "it's blurry all the time and I can't read nothing" . Patient also noted that bright light also makes it tough to see. Patient noted they are being prescribed eye drops of pred forte and prednisone as treatment. Additional information received noting post op day 1 the patient also reported to them a foreign body sensation and soreness in the eye. According to the patient's chart decision was made to do a bleb revision procedure. Following the bleb revision, patient experienced short term vision loss that resolved soon after. Device remains implanted and there has been no further treatment at this time.